Manufacturer narrative:
Cmpl (B)(4) diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2024, the patient reported that on (B)(6) 2024, they experienced a cgm accuracy issue which occurred on an unspecified day after sensor insertion into the abdomen. On (B)(6) 2024, the patient had a headache and was vomiting, so she called emergency medical services (ems). Once ems arrived, the patient¿s cgm was reading 324 mg/dl, and the bg meter was reading 547 mg/dl. It was also noted that the patient¿s tandem insulin pump was reading 309 mg/dl (most likely from a slight delay in updating to the cgm value on the patient¿s primary display device). Ems did a repeat bg meter test, and that was 540 mg/dl. Ems transported the patient to the emergency room (ER). At the ER, the patient¿s bg meter reading was 597 mg/dl. No cgm comparison value was provided at this time. The patient was treated with insulin and IV fluids. The patient was discharged home around 4:00pm the same day, once her bg meter reading was down to 240 mg/dl. The patient still had a headache at the time of report. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.